Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced an elevated blood glucose (bg) of 250 mg/dl with excess urination, thirst and tiredness associated with an alleged vibration issue with the pump. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), the patient stated that their pump is programmed to alarm them if their bg rises above 140 mg/dl and it usually vibrates when they are sleeping but the vibratory function was not working correctly and was "weaker¿ than usual or cutting off after only 1-2 times instead of going off 4 times in a row as per usual. It was also reported that sometimes the pump does not complete all vibrations without "trailing off" in intensity. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to an alleged vibration issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-feb-2018 with the following findings: the pump was returned with all settings set to high for alerts. The pump powered on to a fully functional vibratory alert. An alarm was reproduced and the pump gave the appropriate vibration. The total daily doses of insulin added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test with no issues. Unrelated to the initial allegation, the battery compartment was cracked.